Event description:
The following information was reported to aci via a letter from FDA regarding user facility medwatch report # (B)(4): mynxgrip failed to deploy. Manual pressure was held for 25 minutes. Hemostasis was obtained. No bleeding, oozing or hematoma was noted at site. Patient was transferred to the floor in stable condition.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1322603) indicated that the device lot met all established performance criteria prior to shipment. The event as reported is not considered to be FDA reportable, however, this medwatch report is being filed in response to the user facility medwatch report # (B)(4).